Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported with a description, intraocular lens (iol) had a coating and was cloudy. Additional information was received and stated, the lens remains in the patient eye. The coating was partially detected before the iol was implanted and the problem still exists 24 hours postoperative. Additional information was received and stated, iol was not explanted. The iol coating was seen prior implantation. It was checked under the microscope and not used further. There are four medical device reports associated with this report. This is 1 of 4.